Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter had low blood glucose readings. The customer is pregnant and had low readings off her insulin pump. The mother stated that the daughter's obgyn clinic had made changes to the insulin and now she has been getting readings of 30mg/dl and 39mg/dl frequently. No serious injury of hospitalization led to the event. The customer was advised to call back for low blood glucose levels and to trouble shoot when the daughter is present and has the pump in her possession. The customer was also advised to consult with her health care provider for advice and go to the emergency room immediately if the blood glucose level reading get too low and show signs of hypoglycemia. The mother stated that she will be calling back later.